Manufacturer narrative:
The customer reported that no alarm sounded for a patient in vfib and the patient expired. Based on the available information, post incident, the hospital's biomed tested both the monitor and central station and the devices past testing. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that no alarm sounded for a patient in vfib and the patient expired.